Manufacturer narrative:
The field service representative (fsr) sent a new flow sensor to the customer to be replaced. The fsr performed preventative maintenance (pm) on the unit. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was reading about 10% higher than actual. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the team used a roller pump with a flow meter attached to read the actual flow to the patient. During this particular procedure, the arterial blood flow rate from the roller pump was 4.68 liters per minute (l/min), yet the actual flow probe was reading higher at 5.4 l/min. The manufacturer's clinical specialist spoke with the perfusionist about using the gel to enable coupling on the tubing. The team did not exchange the flow meter out. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 a perfusion screen is opened at 7:09:05 am. The sensor is coupled to a tube with fluid at 7:31:12 am. Two backflow alarms occur at 7:24 am. At 1:09:52 pm the sensor is disconnected. At 1:12:52 pm the sensor is connected. The perfusion screen is exited at 1:45:04 pm. The flow meter does not log actual flow values. There is no way to tell if the flow measurement is off from the log. There are no indications of an issue in the log.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.